Event description:
It was reported that this patient was allergic to chrome and cobalt. The patient's device and leads were a part of a system erosion/infection and there was an inquiry if the device and leads contained chrome or cobalt. Technical services (ts) discussed direction contacting materials. The patient was currently implanted with a competitor pacemaker. Additional information confirmed that the system was explanted due to a pocket infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is field to update the explant date.

Manufacturer narrative:
This report is field to update the outcomes attributed to adv event and explant date.

Event description:
It was reported that this patient was allergic to chrome and cobalt. The patient's device and leads were a part of a system erosion/infection and there was an inquiry if the device and leads contained chrome or cobalt. Technical services (ts) discussed direction contacting materials. The patient was currently implanted with a competitor pacemaker. Additional information confirmed that the system was explanted due to a pocket infection. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was allergic to chrome and cobalt. The patient's device and leads were a part of a system erosion/infection and there was an inquiry if the device and leads contained chrome or cobalt. Technical services (ts) discussed direction contacting materials. The patient was currently implanted with a competitor pacemaker. Additional information confirmed that the system was explanted due to a pocket infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is field to correct the impact codes.

Event description:
It was reported that this patient was allergic to chrome and cobalt. The patient's device and leads were a part of a system erosion/infection and there was an inquiry if the device and leads contained chrome or cobalt. Technical services (ts) discussed direction contacting materials. The patient was currently implanted with a competitor pacemaker. No additional adverse patient effects were reported.